Event description:
A female patient reported using renu with moistureloc multi-purpose solution and was diagnosed with neovascularization. The patient was presented to a physician's office on 8/2005 for red eye and irritation and found a lot of deposits on the lenses. The physician did not measure with regards to the cornea, but graded on a scale of 1 to 4, one being minimal, four being severe. At the fitting, the patient had slight neovascularization and by 4/2006, he rated neovascularization at 4+, being severe. He did not perform any meausurements. He advised the patient to discontinue contact lens wear and recommended artificial tears for the red eye/irritation. The physician indicated that the neovascularization was not directly related to a specific product although he did indicate that the red eye and irritation symptom may be related to renu with moistureloc multi-purpose solution.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided. Based on all information, no causal factors can be determined and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formual and recalling all distributed product.